Manufacturer narrative:
The event date and implant date were not reported. It was reported that the patient was implanted a year ago and that the event occurred a week before the aware date.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "the patient had the watchman implant and a year later had a cerebral vascular accident."